Manufacturer narrative:
The reported events were insulation twisted and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood. The reported event of material twisted was not confirmed. Visual inspection of the lead body insulation found no anomalies.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the helix of the left bundle branch (lbb) lead retracted when an attempt was made to burrow into the left bundle branch area. It was also observed that the lead insulation appeared wrinkled and twisted. The lead was not used and replaced during the procedure. The patient was in stable condition.